Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the moderately tortuous, moderately calcified and 99% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left anterior descending coronary artery that was moderately tortuous, moderately calcified and 99% stenosed. The tenku rx 3.0 x 12 mm balloon dilatation catheter was being used for post-dilatation of a deployed stent and ruptured at 4 atmospheres during the first inflation. Leakage of contrast medium around/from the balloon was confirmed with angiography. The device was prepped according to the instructions for use. A non-abbott balloon catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.